Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer full height on the main unit failed. A field service engineer logged into diagnostics and found issues with the position sensor. The field service engineer replaced the position sensor, harness, the flat flex retractor cable, and restarted the station to resolve the issue. The customer tested and recovered the station successfully. The system functioned as intended after the field service engineer repaired the device.